Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the wire was sticking out from pacer and was visible. There was no additional adverse patient effects were reported. This pacemaker remains in service.